Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, approximately 1 year 1 month post tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve, the valve presented severe aortic stenosis. Upon admission, the patient reported limited exercise capacity, angina-like symptoms under exertion, and dyspnea nyha iii with accompanying dizziness. A transthoracic echocardiography was performed, and a pumping function with evidence of severe aortic valve stenosis was observed, with a mean peak gradient of 41 mmhg, an aortic valve area of 0.65, mild to moderate paravalvular leak, and leaflet thickening on the right coronary cusp. There was also fusion of the right coronary cusp, and non-coronary cusp with significantly restricted separation as the valve was not opening. CT and cardiac catheterization were performed. The patient was discharged in stable condition with plans to be surgically treated.

Manufacturer narrative:
Additional information added to b5.

Event description:
Per additional information received, the patient was contacted, however, the patient refused to do the re-surgery for the moment.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: leaflet motion appears restricted, paravalvular leak and central regurgitation are present, and there is severe calcification on the native annulus and leaflets. In this case, the reported event of stenosis, paravalvular leak, leaflet thickened, and leaflet motion restricted in patient were confirmed through evaluation of imagery provided by the site. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hyperattenuated leaflet thickening (halt) may be caused by several patient related factors including early valve deterioration (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). As noted, the patient had vast co-morbidities (diabetes, hyperlipidemia). These patient factors may accelerate degenerative aortic valve stenosis, leaflet thickening and leaflet motion restriction. As such, available information suggests that patient factors (pre-existing co-morbidities) may have contributed to the hyperattenuated leaflet thickening. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Since the patient was experiencing the thickened leaflet, which could reduce the eoa (effectiveness orifice area), leading to the stenosis. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the stenosis. Since the patient was experiencing the thickened leaflet, which could affect the coaptation valve leaflets, resulting in leaflet motion restricted. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the leaflet restriction. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As seen during imagery review, the native aortic valve and leaflets presented calcification. Although calcification is required for thv anchoring, calcified nodules may cause a lack of appropriate sealing of the valve to the target site, which, in combination with possible cardiac remodeling, could worsen over the time. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per additional information received, procedural video imagery recordings provided by the site showed the leaflet motion appears restricted, paravalvular leak, and central regurgitation. However, due to the quality of the imagery, the team is unable to quantify or make any measurements of the regurgitation or stenosis. The valve appears well expanded with no calcification on CT. The root cause and/or contributing factors are unable to be identified with the imagery provided.